Manufacturer narrative:
Block b3: exact date approximated, event occurred three weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe lower back pain which radiated to the right hip and thigh. The patient was taking hydrocodone.